Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose of 460 mg/dl and that she treated with a manual injection. She is unsure how many units she took but stated that she now has diarrhea. The customer declined troubleshooting for high blood glucose. She also mentioned that she did not receive a belt clip with her pump or a quickserter. The pump will not be returned for analysis.